Event description:
Approximately 11 months later it was noted that the impedance was still high at 1300 ohms and there continued to be numerous mode switches due to oversensing of noise on the ra lead. Threshold measurements were ate 1.3 at 0.4 ms today in bipolar in unipolar thresholds measured 0.6 at 0.4 with an impedance of of 370. The lead was programmed unipolar. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The patient was hospitalized as she hit her head due to the syncopal event. A device interrogation was performed that did not reveal any issues with the right ventricular (rv) lead. However, noise was seen on the right atrial (ra) lead. It was noted that oversensing of the noise lead to inappropriate atrial tachy response (atr) episode storage. The noise was only able to be reproduced with the atrial sensitivity at 0.15mv. Further evaluation of the ra lead showed low p-wave amplitude and an increase in impedance measurements from 500 ohms to between 1000 and 1409 ohms. It was noted that the atrial threshold was within normal limits and that there was appropriate sensing and tracking of the patient's p-waves. There were no ventricular tachycardia (vt) events stored in the device. The device was left programmed dddr, however the minute ventilation sensor was programmed off and the av delay was reprogrammed for better av synchrony. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.